Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the edwards device was not returned for analysis; however, the surgeon indicated that there was no malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 months due to possible endocarditis with paravalvular leak. Per the patient's medical records, the patient developed some shortness of breath and was admitted to the hospital. He was found to have an internal jugular clot with some evidence of heart failure. His medications were managed. He was treated appropriately and discharged home. The patient had progressive shortness of breath which began on his prior hospitalization for which he was admitted on (B)(6) 2012. During this hospitalization, he was found to have two positive blood cultures as well as a leaky aortic valve. It was unclear whether the patient had transient bacteremia or alternatively a skin contamination. Therefore, was discharged home with strict instructions to return to the infectious disease clinic for follow up and repeat blood cultures to determine whether he had transient bacteremia or false positive results from a skin contaminate. In the interim, he had two more blood cultures which turned out positive for staph coag negative and therefore was asked to return to the hospital. Upon removal of the valve, it was noted to be dehiscent as see on the preop 3d tee along most of the right coronary sinus. The valve was removed and there was a large defect in the right coronary sinus that extended into the muscle and it was clear that a patch would be required to repair it. A new edwards bioprosthetic valve was placed and post-bypass tee revealed good aortic valve seating. The surgeon also indicated that there was no malfunction of the explanted valve.